Event description:
On (B)(6) 2024, a patient underwent spinal surgery utilizing seaspine's shoreline acs anterior cervical fixation system. While drilling pilot holes at the c6/c7 vertebrae level, an unknown drill bit sheared off. This led to an unspecified delay and approximately 13mm of the drill bit was left in the patient.

Manufacturer narrative:
Multiple attempts were made for additional information and product return. No response was received. No patient injury was reported. A definitive root cause cannot be determined.